Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "defib disabled", "pacer disabled. " pacer fault 116," and "defib fault 78" messages. Complainant indicated that there was no patient involvement in the reported malfunction.